Event description:
Report was received from the USA stating that the device had a bent cutter that was observed during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.